Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 250 units of insulin and remained static at 105 units. The customer's blood glucose level was 102 mg/dl. The customer confirmed that the insulin gauge would continue to be monitored.